Manufacturer narrative:
Device returned with no lot or batch identification. Based upon the inquiry info received and the visual examination, it was concluded that instruments a,b,d,e,g, & h were returned with splits in the insulation jakcet. Instruments c & f were returned with a cut at the red indicator/ferrule assembly that extended toward the distal end. No testing was performed due to the condition of the instruments returned. No conclusion could be reached as to how the instruments had become damaged. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The devices were used during laparoscopic procedures. It was reported by the rep, the customer is concerned about not getting longevity with product. In past one instrument would complete the procedure, now it does not. Customer wants to know if co has changed the product, such as the insulation thickness. There was no consequence to the pt.